Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s analyzer was faulty. It was noted that was there was interferences when analyzing the implant. The analyzer was replaced. No patient complications have been reported as a result of this event.